Event description:
Capsular contracture, baker grade 3, side unknown.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Tiger aesthetics medical requests to void this medical device report. Updated information was given by the healthcare provider that this is a duplicate event. Please refer to MDR# 1651189-2025-09627 for this issue. Correction: a1, a2, a3, b3, b5, d4.

Event description:
Left-side capsular contracture, baker grade 3.